Event description:
It was reported that an ilet insulin pump experienced persistent battery charging failure, with the battery not charging beyond approximately 82 percent despite use of a replacement charger; the device had been synced prior to shutdown and a replacement pump was shipped, with the original to be returned. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included interruption of intended device function and replacement of the pump. Investigation included product return coordination and review of device performance history. Investigation of this case revealed a suspected battery performance or charging defect localized to the pump. It was concluded that the device did not meet expected performance and a replacement was provided, with user data not transferrable to the new device and standard startup required.